Event description:
Sterile scissors being used by doctor during scheduled cesarean section. Doctor put scissors down on tray, then picked them up to cut and the tip was missing. Tip of scissors found on floor.